Event description:
Same case as MFR#: 2134265-2008-04363. This complaint is now reportable based on the analysis completed on 11/12/2008. It was reported that during a coronary drug eluting stenting treatment procedure, the stent could not cross the lesion. The vascular access site is femoral. The 99% stenosed, moderately calcified lesion located in the left anterior descending (lad) artery. The lesion was predilated with a 2.5x15mm non bsc balloon. A taxus liberte' 2.50x20mm drug eluting stent was implanted. However, a vessel dissection (grade 1) occurred at distal to the stent. The physician then used a taxus liberte' 2.25x16mm to treat the dissection, but was unable to cross the lesion and once the device was removed from the patient stent, damage was noted. Finally, the physician attempted to advance a taxus liberte' 2.25x24mm drug eluting stent, but was unable to cross the lesion. The procedure was aborted. The patient was under observation for four days and status post procedure is stable. However, the returned product revealed that there was stent damage.

Manufacturer narrative:
The device was returned for analysis and visual examination of the returned device revealed distal stent damage. Some of the stent struts were misaligned. This type of damage is consistent with the device encountering some form of restriction during the insertion of the device. No kinks or damage were noticed along the hypotube. The balloon and tip sections of the device were visually and microscopically examined, and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing records have been reviewed and no issues or discrepancies were found. The most probable root cause for this event is operational context.